Event description:
Reported via patient call center it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2023. The patient was discharged. The patient stated that in (B)(6) 2024 prior to ablation the physician noted a blood clot on closure device via a transesophageal echocardiography (tee). The patient was on eliquis and now is on warfarin. The patient stated that a repeat tee was performed and imaging showed that the clot remains on the closure device. According to the physician the clot has reduced slightly. The patient stated wanting to know the alternatives and was referred back to the cardiologist. No further information was provided at the time of this report.